Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Heavy friction was felt during manual articulation. The housing was opened and the clamping pulley exhibited corrosion. Failure analysis concluded the corrosion is likely due to improper cleaning. Additional observations not reported was the instrument bearings were corroded. The roll bearing had an orange colored residue. Failure analysis concluded the corrosion is likely due to improper cleaning. The tip of the instrument's grips have an orange colored residue as well. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .104 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure a mega suturecut needle driver instrument would not articulate to the surgeon's movement. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.